Event description:
A 20mm flexible reamer broke apart at the proximal connector head to the drive shaft. Reamer piece not retrievable and left in femoral shaft distal to the implanted femoral rod component of total hip replacement. Retention confirmed by presence of radioplaque fragment identified on x-ray distal to femoral rod and in the medial aspect of the femoral shaft.